Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2026.the event occurred three or more hours after insertion. The insertion site was in abdomen. The blood glucose level was high (specific value unknown) and the patient visited emergency room (ER) for further management. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.